Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (connector will not stay latched) has been confirmed. Upon eval, the trunk cable connector was damaged and several wires were cut. The cause for the damaged wires and connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the broken connector. The pt received a replacement electrode belt.

Event description:
The daughter of a (B)(6) female pt contacted zoll customer support to report that the pt's electrode belt connector was damaged and would not stay connected to the monitor. The pt was issued a replacement electrode belt.